Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, a single high out of range impedance measurement was observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. All other measurements were stable and within normal limits. Several tests were performed but no noise was produced and an x-ray did not reveal any abnormalities. The physician has elected to continue monitoring the system. The crt-d and the rv lead remain in service. No adverse patient effects were reported.